Manufacturer narrative:
Stryker further evaluated the replaced system pcb assembly at the product assessment center (pac) and could not replicate the reported issue. The cause of the reported issue was determined to be faulty system pcb assembly.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that buttons on the main keypad were inoperative. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify and duplicate the reported issue. The reported issue was isolated to the system pcb assembly. After replacing system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that buttons on the main keypad were inoperative. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.